Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor produced a ¿replace sensor¿ message, after 8-days of wear. He further reported experiencing ¿abdomen and thorax pain¿. On (B)(6) 2019 customer had contact with a healthcare provider and was treated with glucose via injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported his adc freestyle libre sensor produced a ¿replace sensor¿ message, after 8-days of wear. He further reported experiencing ¿abdomen and thorax pain¿. On (B)(6) 2019 customer had contact with a healthcare provider and was treated with glucose via injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.